Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. The occlusion test could not be performed due to the keypad anomaly. The device was also received with cracked display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip, minor scratched display window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was at a party and was thrown in the pool with the insulin pump and hurt her knee. The customer stated that the insulin pump alarmed button error after the water exposure. She stated that she did not go to the hospital but would be going to get x-rays taken. Blood glucose value was 253 mg/dl which she treated with manual injection. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.